Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a free flow event. The tubing's safety clamp appeared darker in color than normal and almost appeared purple. The tubing had a tag on it stating "630-01575 rev 00". There was no patient injury. Although requested, no patient information provided.